Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
Material no: unknown, batch no: unknown (this complaint is for the needle). It was reported that before use of the unspecified bd¿ needle the consumer was unable to pull the plunger back when attempting to fill the syringe with insulin. The following information was provided by the initial reporter: customer reported being unable to pull back plunger when attempting to fill syringe with insulin.